Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was due to the poppet assembly misaligned leaking causing the vent inop. The unit has passed all test, calibrations and is working to manufacture specifications.

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the avea ventilator, it is alarming vent inop and does not ventilate. The customer stated there was no patient involvement associated with this event.